Event description:
A customer reported that during a lens exchange surgery at the time of removal of forceps, it was found that one of the tips was missing. The forceps was removed with no impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there is one additional complaints regarding a comparable topic but the lot did not exceed the established threshold. The provided images show the lot information of the associated image as well as a the tip of the product. The bad quality of the provided images does not allow to identify any further details. The originator reported that the surgeon was "performing a lens procedure passing suture through the 27g trocars" with the associated product. The product's directions for use (dfu) states that they are "intended to be used in vitreoretinal surgery for grasping or cutting of intraocular tissues". It is therefore concluded that the product was used outside of its intended use and the investigation is completed based on this information. Since it was reported that the defect occurred during use of the instrument outside of its intended use, the root cause is identified as "external - use error". No actions are required since the defect occurred during use for a purpose not covered by its intended use, which is communicated in the product's dfu. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).